Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on unknown date. The customer¿s blood glucose level was unknown at time of incident. The customer was treated with insulin drip. Customer stated that the insulin pump did not alarmed when blood glucose was very high. The device will be returned for analysis.